Manufacturer narrative:
(B)(4). This product is not approved for sale in us but a similar device with catalog number 9392507 and 510k number: k094025 is approved for sales in us. Device evaluation anticipated, but not yet begun.

Event description:
Details of levels implanted: microendoscopic laminectomy (mel) at l4/5, me-tlif at l5/s1 primary disease:lumbar canal stenosis it was reported that the patient underwent microendoscopic surgery at l5-s1 levels to treat lcs. 7mm cage broke when the surgeon inserted the cage inside the body through 18mm tube retractor. 8mm disc shaver could be inserted, but the tension between l5/s1 was strong and the intervertebral height at these levels appeared to be hard to secure. The cage didn't go in smoothly so the surgeon tapped with a plastic hammer strongly and then the cage got broken. The surgeon might have used the inserter forcefully too. The surgeon confirmed breakage and removed the broken pieces with punch through the tube retractor. He confirmed no remnants of the breakage were left in the patient. The surgeon reinserted the disc shaver and trial to secure the intervertebral disc height and inserted an alternate 7mm cage. The surgeon carefully conducted compaction of the cage and completed the surgery. The event extended the surgery for not more than 15 minutes. The surgeon commented that the intervertebral space was narrow and that he over did at tapping. The product came in contact with the patient. No patient complications were reported

Manufacturer narrative:
Additional information: x-ray review: intra op images were provided from minimal invasive l4-5 tlif. On provided images posterior indivertible opening appears narrow with patient in lordosis. Suspect devices fracture was secondary to impaction against the veritable end plates. It is un-clear if it is tight coupling between the inserter and cage contributed. Root cause error in surgical technique.

Manufacturer narrative:
Product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force may have been utilized during insertion. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.